Manufacturer narrative:
(B)(4). Method: the complaint rt266 infant dual heated evaqua2 breathing circuit's swivel was returned to fisher & paykle healthcare in (B)(4) for investigation and was visually inspected. Results: visual inspection revealed a crack along one of the swivel ports. Conclusion: investigations into this issue have determined that the cracking has most likely occurred due to improperly mixed material in the batch. We have since contacted the supplier and arranged for them to supply the molding material with the two parts already mixed. We anticipate that this will resolve the issue and the project to implement this change has recently been completed. The new pre-mixed material has now been implemented on the production line. The subject circuits were manufactured prior to the production change. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt266 state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare representative that the swivel wye of an rt266 infant dual-heated evaqua2 breathing circuit was split.there was no patient involvement.